Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a knee arthroplasty prosthesis surgical procedure, it was observed that the battery oscillator device stopped working at the beginning of the procedure while the surgeon was making the first distal cut on the patient under anesthesia. According to the report, the device stopped working as soon as the saw device was in contact with the bone. It was reported that the device was tested minutes before use by the nurse. It was reported that a spare device was sent; however, the surgeon suspended the surgery and closed the patient as the device would need to go through sterilization which would take approximately one to two hours depending on the sterilization equipment. It was reported that the surgery was rescheduled for another day but unfortunately, the patient developed an infection on the incision area and was put on antibiotics, meropenem and vancomycin. It was reported that the surgeon indicated that the second surgery could not be scheduled as it was not advisable to operate on the patient six months after this infection. It was reported that the patient¿s infection had been resolved and the antibiotics were suspended. It was reported that the patient was stable and had been released with a splint for six months of recovery from the infection. It was reported that if the patient requires another intervention, then it would be after the six months indicated by the surgeon. There was a delay in surgery. A spare device was available for use. There was patient involvement. There was injury, medical intervention and prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device electric control unit (ecu) was defective, the electric contacts from the ecu were heavily worn, the pressure disk on the tension screw had too much mechanical play and the device did not function at all. The device also failed pretest for check saw blade coupling, trigger test, functional test, check trigger and ecu function and check oscillation frequency. Minimum 10800-14200 oscillations/minute. Therefore, the reported condition was confirmed. The assignable root cause for the failings was determined to be due to wear from normal use and servicing and the root cause for the failing of the tension screw is construction/design false, defective, which has been addressed under a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.